Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: device returned to manufacturer-yes. Additional info: manufacturing record review indicates all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. Visual inspection of the returned product indicates the intraocular lens (iol) was returned in its original folding carton package and inside a small plastic bag. The ar40e lens was visually inspected under microscope at 10x. The lens was returned cut in two pieces. Also, both haptics were observed distorted which indicates that the unit was previously handled by customer. There was an inability to perform functional testing due to the condition of the sample returned. The lens was returned cut in two pieces. The condition of damage in the sample returned does not allow performing the functional testing. The documentation review shows that the returned product met specification during the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported during removal and replacement of an intraocular lens in the right eye, a vitrectomy was performed. It was stated that a capsular tear was noted after the lens was implanted which required the lens to be removed in the same procedure. A suture was required and a vitrectomy was performed. There was no incision enlargement and no patient injury was reported. No further information was provided.